Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) triggered a red alert due to entering safety mode. Device replacement was recommended. At this time, the crt-p remains implanted and in service. No adverse patient effects were reported. It was additionally reported that the crt-p was explanted and replaced. The device was returned to boston scientific for analysis.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) triggered a red alert due to entering safety mode. Device replacement was recommended. At this time, the crt-p remains implanted and in service. No adverse patient effects were reported. It was additionally reported that the crt-p was explanted and replaced. The device was returned to boston scientific for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal; however, detailed analysis of the battery identified an internal short. The short resulted in the clinically-observed reversion to safety mode.